Event description:
The physician reported he observed corneal edema, 2+ cells, 2+ flare, 20/60 uncorrected distance and j7 uncorrected near vision at one day postop routine cataract surgery with iol implant. No additional information available at this time.

Manufacturer narrative:
The reported intraocular lens remains implanted. A review of the batch records for this iol indicate the product met release criteria. Testing of lenses from the same batch record did not reveal any contaminants. No root cause for this inflammatory reaction was found and our investigation reasonably suggests this adverse event is not manufacturing related. Lens remains implanted

Manufacturer narrative:
In follow-up with the physician he stated he has no concerns with inflammatory response. The patient is not happy with their outcome but the lens remains implanted. Causal relationship between the iol and the patient's visual acuity has not been determined. Iol remains implanted.